Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Getinge field service engineer (fse) spoke to the cardiosave trained biomed and he said he checked the device and found nothing wrong and returned to service. H3 other text: hospital biomed taken care of the repair.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a gas loss alarm and could not fill balloon. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a